Event description:
An aorto bifemoral graft, implanted several years earlier, became aneurysmal at the femorals. The surgeon elected to replace the whole graft with a suzler vancutek gelsoft bifurcate. After implantation of the graft, the proximal suture line was acceptable but both limbs bled significantly. The surgeon stated that the patient was not on plavix. Additionally, he stated that the graft had not been over manipulated, but that he had stretched the limbs of the graft several times after dipping it in normal saline. The gelsoft graft was removed and replaced with a goretex graft, which also bled for 30 to 40 minutes at the suture line. The patient was transfused.